Event description:
On (B) (6), 2008, the patient was treated for an abdominal aortic aneurysm and was implanted with two gore excluder aaa endoprostheses. On (B) (6), 2010, a reintervention occurred. A gore excluder aaa contralateral leg component was implanted in the right common iliac artery to treat a distal type-1 endoleak. The endoleak resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events include, but are not limited to, endoleak. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device related to this event: (B) (4).